Event description:
Caller reported a cartridge alarm experienced with their pump, indicating an issue requiring attention. Blood glucose level of the customer was reported within normal range, with no exceedance noted, specifically remaining below 500 mg/dl. Customer opted for multiple daily injections as a temporary backup therapy to maintain insulin delivery. Technical support decided to replace the pump with one that included updated software, confirming understanding and acknowledgment from the customer. Replacement included guidance, such as storage instructions for the defective pump, return procedures, and upcoming training availability. The issue was resolved with the shipment of a new pump, warranting delivery signature.